Event description:
A physician reported following an intraocular lens implant procedure in both eyes, the expected target was not achieved. The surgeon reported that the patient distant vision is fine and she is happy, but cannot read anything, her near vision was j8 with both eyes open. The surgeon was not convinced with the results. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).